Event description:
Following a diagnostic procedure, an angio-seal device was placed. Thirty minutes later after the suture was cut and the tamper tube removed, a light ooze and hematoma formation were noted. Manual pressure was held for fifteen minutes with resolution of the hematoma. Four hours later as the pt was ambulating, arterial bleeding was noted. Manual compression was held for thirty minutes, following which a c-clamp device was placed with hemostasis achieved. Following this event the pt had no further sequelae.